Event description:
I visited the (B) (6) eye center in (B) (6) 2007 to inquire about contact lenses or lasik surgery instead of wearing reading glasses. After having an eye examination the doctor stated that if I never wanted to wear reading glasses again I should consider intraocular lenses. He said it was a simple surgery and said minimized any side effects. I said, "it sounds too good to be true". I was scheduled for surgery not knowing what was involved as he didn't offer me an opportunity to see a video about the restore lens procedure or take a quiz that was related to the video. I learned later that viewing the video and taking the quiz are part of the protocol to inform patients of the actual procedure and associated risk. I started having extreme side effects soon after having the second implant surgery and started complaining about huge halos everywhere in my daily life--night and day. Also, the glare from lights-computers, sunlight, street lights, cars, reflections off of anything metallic, and department store lights altered my life drastically! I continued to see the doctor about the awful side effects and he said they would get better and he continued to charge me for office visits each time. I finally wrote him a letter to say he was adding insult to injury by charging me for office visits for side effects he created! My eyes continued to worsen, influencing my ability to work--since I am required to use a computer and my work site has florescent lighting that makes my life miserable! I visited another eye doctor at another eye clinic, who also used the restore lens---I found this out as he had a poster in the examination room. I asked him to begin with if he could replace the restore lens and only after he examined me did he say he could not do that surgery and he then recommended a doctor in (B) (6). I decided to try and find an expert at (B) (6) and made several calls before I was referred to a dr. (B) (6) at the eye center there. I called his office twice before I drove to (B) (6) to make sure he had completed this surgery successfully many times and his staff reassured me he had. After seeing him for my first appointment and informing him to begin with that my goal was to have the restore lens removed. He completed his examination and scheduled me for the surgery. He placed a bausch and lomb lens in one eye and said it would not be multi-focal, but that was all he could offer in order to try and eliminate the severe side effects from the first surgery. I contacted him two weeks after he implanted the bausch & lomb lens as my right eye appeared to be better---at the time! I said, "it appears that you successfully removed the restore lens". He shocked me when he informed me he had not removed it. So now, I have one lens on the inside of the capsule and one on the outside! Three lenses--two eyes! I started having the same side effects within two months---all over again! It has been nothing but a nightmare with these so-called ophthalmologist! I filed a complaint with the FDA in 2007 and stated clearly that this procedure should be taken off the market until more research is done!! I am not alone, there are other locals that have told me they have similar problems. Most of all, inform me of the research that has been completed on this procedure--how long they have been on the market--and what step you would take to put a stop to this nightmare! Please note that I had to return to wearing 2.0 reading glasses about two months after each intraocular surgery--(B) (6) later! Diagnosis or reason for use: to make reading easier.